Manufacturer narrative:
Additional information: a medtronic representative reported that the most likely cause was that the frame was put on upside down, or the frame bumped. Additionally, there is the possibility the reference frame arm may not have been locked. The rep completed a full system check out, and all presented accurate and normal. The rep could not reproduce the reported issue. They have used the system multiple times since with no recurrence of the issue. The instructions for use (IFU) that accompanies the device contains the following, "warning: do not bump or reposition the patient reference after registration. Movement of the patient reference will result in inaccurate navigation. If the patient reference moves in relation to the patient anatomy at any time after registration, you must re-register."

Manufacturer narrative:
In trouble-shooting, frame placement and direction was confirmed via visual support on time by medtronic representative. On 10/03/2016 a medtronic representative, following-up at the site, reported the site alleged their reference frame was put on identically each time (non-sterile and then again for sterile), and that no one bumped the reference frame. Accuracy was never recovered and navigation was abandoned after an incision had been made. Surgery was delayed approximately 15 minutes before the site called medtronic technical services for assistance. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a cranial biopsy procedure, an inaccuracy was alleged to have occurred. Everything went well up to registering the patient. After prepping the patient and changing to the sterile cranial frame, the image in navigation was flipped. As the surgeon was bringing in an instrument according to the anatomy, the monitor screen was completely black. The surgeon then moved the instrument approximately 30 centimeters away and the anatomy showed up. Frame placement and direction was confirmed via visual support on time. The surgeon opted to discontinue the use of the navigation system to continue the procedure to completion. Delay in therapy was 15 minutes. There was no impact on patient outcome.